Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two severed segments approximately 145 millimeters from the terminal end with an extracting stuck stylet in the tip section of the lead. Surface abrasion was found in the outer insulation of the proximal end and bending was noted in the lead body approximately 30 millimeters from the tip end. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Visual examination of the lead noted calcification throughout the lead body, shocking coils and insulation. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was associated with calcification, as there was no conclusive evidence of compromised electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead, which remains in service. This rv lead was returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced with a new rv lead, which remains in service. This rv lead was returned and is expected to be analyzed. No additional adverse patient effects were reported.